Manufacturer narrative:
Strip lot# correction: see product information.

Event description:
The customer had an experience where she felt like she was going to pass out and felt numb. She took her blood test on the contour next link and the reading was 50mg/dl. She did not receive medical intervention. The meter and strips were replaced. Customer was asked to return her strips for evaluation.